Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. The customer's blood glucose was 246 mg/dl at the time of incident. Customer stated the insulin did not exit and insulin pump alarmed no delivery. The customer was advised that the insulin pump will need to be replaced and was advised to revert to backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected numbers ramping/scrolling during testing.